Event description:
The pt experienced itching and increased tone in 2009. The pt also experienced hallucinations. Interrogation of the pt's intrathecal baclofen pump revealed a motor stall at about 2 or three days prior with no motor stall recovery. A stopped pump period may exceed tube set alarm occurred at about 2 days later. The pt had not had a magnetic resonance imaging. Updating the pump did not correct the motor stall. The pt was admitted to the hospital through ER. A dye study confirmed that the catheter was intact. The pump "was probably not working well for awhile. The residual amount was always at least 3 mls more than the expected amount." The pump was replaced at about 5 days later. The pt outcome was reported as "no injury, recovered without sequela".

Manufacturer narrative:
The pump was returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.